Manufacturer narrative:
The reported event for infection cannot be confirmed through lab analysis alone. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient had been discharged from the hospital and the infection has been resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection at the ipg incision site. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Reportedly, lab results came back positive for mrsa. The infection is being with hospitalization and IV medication.